Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a protege everflex stent to treat a calcified lesion in the superficial femoral artery(sfa). The device was removed from the packaging with no damage noted. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. Upon removal, it was reported that the proximal end of the stent broke and came out of the sheath. The remainder of the stent deployed as expected in the intended location. No embolization was reported. The physician was concerned about further fracture of the stent and the damage to the struts so a non-medtronic device was deployed. No harm to the patient was reported.

Manufacturer narrative:
Device evaluation: the protégé everflex deployment system was returned in a post deployment state. The deployment grips were pulled together, and the inner was exposed outside from the distal outer with the retainer being visible. No damages to the deployment system were observed. It was discovered the stent was placed over the strain relief. The one end of the stent as it was loaded over the strain relief showed the tantalum spheres intact. The other end showed a radial fracture to the stent struts approximately 1.5 cm from one end of the stent. The stent struts were elongated out towards the fracture face. If information is provided in the future, a supplemental report will be issued.